Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
Patient had filled his mobile equipment without problem, he left his home and when he came back the whole vessel was frozen, ice formed around the valve, and the vessel was empty. No harm to patient.

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.